Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The device evaluation was not provided to philips.

Event description:
The customer reported that the battery is not detected. There was no report of patient involvement.